Event description:
It was reported that weld joints were detached at several locations in kit. No patient complications or injuries.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) pediatric dpt - vamp jr. Kit. Pediatric tubing appeared to be torn from solvent bond joint with sample site (see attached photos). Rough surfaces were observed at broken tubing ends. There was no other damage on the returned kit.